Manufacturer narrative:
Device evaluated by MFR: device not available for return.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. It was also reported that there was no delay as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a cranial procedure, the perforator bit continued to drill beyond expected time and perforated the dura. It was also reported that there was no delay as a result of this event. It was further reported that the procedure was completed successfully.